Event description:
Boston scientific received information that the patient with this product experienced swelling and extensive bruising over the implant site (B)(6) after being discharged for the implant procedure. The patient felt numbness and tingling to the left of the forearm area and was admitted to the hospital emergency room. The patient was evaluated, a pocket infection was noted and intravenous antibiotics were administered. A procedure was performed to successfully evacuate hematoma. There was no report of adverse patient effects due to this procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.